Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an over infusion of cyclophosphamide occurred. The infusion was set to infuse 891mg of cyclophosphamide in 154.7ml of fluid over 45 minutes (rate of 206ml/ hour) as a secondary infusion. The infusion was programed at 9:06am. At 9:38am, the patient noticed the medication bag was empty, however the pump had 13 minutes remaining on the infusion. There was a patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex, a, g, c and d codes.

Event description:
It was reported that an over infusion of cyclophosphamide occurred. The infusion was set to infuse 891mg of cyclophosphamide in 154.7ml of fluid over 45 minutes (rate of 206ml/ hour) as a secondary infusion. The infusion was programed at 9:06am. At 9:38am, the patient noticed the medication bag was empty, however the pump had 13 minutes remaining on the infusion. There was a patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an over infusion of cyclophosphamide occurred. The infusion was set to infuse 891mg of cyclophosphamide in 154.7ml of fluid over 45 minutes (rate of 206ml/ hour) as a secondary infusion. The infusion was programed at 9:06am. At 9:38am, the patient noticed the medication bag was empty, however the pump had 13 minutes remaining on the infusion. There was a patient involvement but no harm.